Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure on the foot. Allegedly, the plate is broken and the patient has an infection. It was also reported that the patient is non-compliant. The patient underwent a revision surgery approximately 8 months post-op.

Manufacturer narrative:
The product was not returned; therefore, product analysis cannot be performed. However, a photographic and radiographic image was provided. From the radiographic image provided it appears that the devices were used in a 2nd and 3rd tarsometatarsal (tmt) fusion. The images show ten ortholoc non-locking screws and two left ortholoc midfoot fusion t-plates. Also, the images provided confirm that the one of the plates is broken through the compression slot.